Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 12 atmospheres; however, during the second inflation at 18 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.